Event description:
Country of complaint (B)(6). At the final fixation of the screw, it was unable to be turned any further at 10n torque. The surgeon removed the screw and found that the thread of the screw was peeled off. Operation was delayed over 15 minutes.

Manufacturer narrative:
Additional components received for evaluation: sw774t lot 51939275 and sw774t lot 51883070. The set screw and two inside threads of the polyaxial screws sw774t lot 51883070 and sw774 t lot 51939275 were inspected microscopically. The tread of the set screw is completely peeled off. Furthermore the inside thread of one polyaxial screw (lot 51939275) shows visible damage on both sides. In addition there were irregular imprints found on the bottom of the set screw. These markings are not typical for correctly tightened set screws. The most likely cause for this error pattern is that the screw was cross threaded. The shearing-off of the thread on the set screw indicates that high forces were exerted. This failure appears to be user related error. The manufacturing documentation has been checked and found to be according to the specification valid at the time of production.